Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'downstream occlusion' which was verified through a review of the event history log and reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream when the occlusion was present but it would do it a very low pressure every time below what the manual suggested. The event happened during the preventive maintenance. There was no patient involvement. No additional information is available.